Event description:
It was reported that post implant microdislodgement of the atrial lead was suspected as the bipolar threshold measurement was high. The lead was programmed to unipolar and remains in use. The physician had decided to observe the patient for now. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 407658 implantable pacing lead implanted: (B)(6) 2013.